Event description:
It was reported that this right ventricular (rv) lead exhibited a lead safety switch due to impedance measurements of greater than 3000 ohms. The lead measurements were normal in unipolar configuration. A lead fracture was suspected. It was noted that the patient experienced a syncopal episode. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.